Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed, the finding of a bent stylet returned partially inserted in the lead. Resistance is felt as the bends in the stylet pass through the terminal pin. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead was attempted to be implanted. The lead exhibited difficulty to be positioned and exhibited high out of range pacing impedance measurements on the first position attempt and loss of capture on the second attempt. On the last attempt the stylet was not able to be fully inserted. Another lead was implanted instead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was attempted to be implanted. The lead was exhibited difficulty to be positioned and exhibited high out of range pacing impedance measurements on the first position attempt and loss of capture on the second attempt. On the last attempt the stylet was not able to be fully inserted. Another lead was implanted instead. This lead is expected to be returned for analysis. No further adverse patient effects were reported.